Event description:
Falsely elevated hemoglobin a1c (hba1c_3) results were obtained on patient samples on an advia 1800 instrument. The patients were part of a study which monitored hba1c_3 results, and the elevated results did not match the clinical picture of the patients. Patients not afflicted with diabetes were then tested for hba1c_3, and their results were found to be at the high end of the normal range. There are no reports of patient intervention or adverse health consequences due to the falsely elevated hba1c_3 results.

Manufacturer narrative:
The initial MDR 2432235-2013-00054 was filed on (B)(4) 2013. Additional information (07/25/2013): siemens has confirmed that the advia chemistry systems hba1c method exhibits a positive bias of up to 12% for patient and (B)(6) survey samples due to over recovery of a1c_3 calibrators. An urgent field safety notice (ufsn) - ufsn 10815622 rev a. Advia chemistry systems a1c_3 calibrator positive bias - was sent to customers in july 2013. The ufsn instructs the customers to discard any remaining inventory of the affected lots of a1c_3 calibrator. Siemens will replace any un-used inventory of the affected lots.

Manufacturer narrative:
The cause of the falsely elevated hba1c_3 results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00054 was filed on february 15, 2013. The first follow up MDR 2432235-2013-00054_s1 was filed on august 8, 2013. The second follow up MDR 2432235-2013-00054_s2 was filed on september 26, 2013. Additional information (12/19/2014): final root cause: the overall capability (error budget) of a1c_3 method was not sufficient to consistently provide clinically acceptable results across all reagent and calibrator lots. A key component of the error budget is the manufacturing controls system for assignment of the calibrator bottle values where the inaccuracy of this process is due to lack of statistical power.

Manufacturer narrative:
The first follow up MDR 2432235-2013-00054_s1 was filed on august 8, 2013. Additional information (09/10/2013): the suspected root cause: bias in patient sample and cap survey performance was not detected due to the insensitivity in the calibrator and reagent testing control system.